Event description:
Disposable skin prep applicators in the spinal anesthesia trays were discolored. Upon further examination of several kits from that lot number it was noted that not all of the applicators in the same tray were discolored. Some where and some where not. FDA safety report ID # (B)(4).